Event description:
It was reported that the procedure was to treat the right anterior tibial artery. The 2.50 x 28 mm esprit btk scaffold was successfully implanted. After deployment, it was observed that the thermoalert tag was noted to be tripped. It is unknown when the tag alert sensor was triggered as the device was not stored in a temperature monitored room. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the esprit btk scaffold was successfully implanted, after which the thermoalert tag was noted to be tripped. It should be noted that the esprit btk everolimus eluting resorbable scaffold system instruction for use (IFU) states: a non-sterile temperature monitor included in the package is for the shipping and storage of the esprit btk system. Before use of the esprit btk system, check the temperature monitor located through window in the back of the product box. The indicator should only show a check mark as indicate. If any other screen is present, do not use the product. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017: failure to follow steps/instructions.